Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) 2020 due to a blood glucose level of 400 mg/dl and high ketones. Blood glucose level at the time of the call was 216 mg/dl. Customer experienced symptoms such as nausea. Customer was treated with insulin pump and syringes. Customer has been using the insulin pump within 48 hours of high blood glucose event. Auto mode was active at the time of the incident. The customer stated that the device was not making any sound or vibrating when alarming. They did not hear beeps when the audio volume settings were saved. The device failed the audio test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, selftest and displacement accuracy test. Device passed the delivery accuracy test at 0.08650 inches. Pump error 63 was present in the device trace download due to broken trace at pin 6 on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device received with pillowing keypad overlay, damaged keypad overlay texture, scratched display window cover and faded serial number label.